Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The blood glucose reading was 146 mg/dl. The customer was advised on how to clear the alarm and reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not corroded or damaged. The customer was advised to clean the battery cap contacts and insert a new battery. The customer received a failed battery test alarm, changed the battery, and received a weak battery alert. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.